Event description:
It is reported that a customer's insulin pump went into a threshold suspend. The patient's blood glucose level was at 122 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was assisted with rouble shooting but the customer stopped the trouble shooting process half way through due to frustration. The customer was able to clear the alarm and will monitor the insulin pump for nay further issues. No further information was provided.

Manufacturer narrative:
This MDR related to the (B)(4)manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.